Event description:
The customer contact reported that while operating on battery power the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified concentration of noradrenaline. No specific programming parameters were provided. At an unspecified time, the device was removed from ac power and began operating battery power due to an unspecified electrical issue at the user facility. It was reported that after device had been operating on battery power for approx 40 minutes, the pt was transported to the radiology dept for a computed axial tomography (cat) scan of the brain. During transport, the device powered off without an audible alarm tone. After an unspecified length of time, it was reported the device was powered back on and therapy was resumed using the same device. There were no reports of any adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the device was powered on using ac power or battery power.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).